Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 12f sheath prior to an iliac stenting procedure. Reportedly, the proglide knots were tightened, but hemostasis was not achieved. A cut down was performed to achieve hemostasis. There was a clinically significant delay in the procedure of 30 minutes. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.